Event description:
The customer reported that the workstation on the system would not boot up. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The isolation transformer was adjusted. The system was tested and operates as intended.